Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on unknown date. Fiducial markers were placed transperineally. The procedure was performed under general anesthesia. The perirectal space was aspirated during hydrodissection to check for blood indicating a vascular placement. No blood was noted during hydrodissection. An unknown number of days after the procedure, the patient complained of rectal pain and leakage from the rectum. Computed tomography (CT) and magnetic resonance imaging (MRI) scan were reviewed, the CT scan showed that there was hyperdense hydrogel within the small veins surrounding the prostate and lower rectum, it also extends into the iliac vein. On MRI, it was noted a rectal wall edema, the volume of the hydrogel anterior of the rectum than expected, it seemed that a reflux of the hydrogel results into the venous system congestion that cause the edema. The patient was referred to a gastrointestinal surgeon. The patient condition was reported as ongoing.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 04/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 04/11/2024. Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - vascular. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e2315 captures the reportable event of fluid discharge.